Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate a device failure. Explant and reimplantation is planned, but had not taken place at the time of this report december 2, 2009.

Event description:
Additional information:same case as MFR report #:2134265-2010-02765.same patient as MFR report #: 2134265-2010-02061, -02235, -02236, -02768.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).